Event description:
A repair center reported that within an irc5po2v concentrator, heat from the pe valve blackened the internal tubing. No injury occurred.

Manufacturer narrative:
This event occurred in (B)(6) 2020 and did not meet the criteria for reporting to FDA when the complaint was received. The device has since been returned to invacare and evaluated, resulting in new information which makes this complaint reportable to FDA. During the evaluation, it was observed that the tubing from the left and right sieve beds to the pe valve was darkened, as was the tubing from the left sieve bed to the check valve. This failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.